Manufacturer narrative:
Batch review performed on 30 june 2020: lot 081456: (B)(4) items manufactured and released on 10-jul-2008. Expiration date: 2013-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016. Visual inspection performed by medacta r&d hip project manager: femoral stem with little amount of residual ha on proximal stem, close to the neck and mild signs of removal on femoral head. It is not possible to determine failure root cause. Clinical evaluation performed by medacta medical affairs director: 12 years after primary cementless tha the stem and head are revised due to mobilization. Extensive radiolucent lines are visible all around the stem, which is radiographically loose. We have no history of the case, so we do not know when instability of the stem started to take place. From the cortical distal thickening it is likely that it started proximally and then progressed, but the reasons for this behaviour remain unknown. There is no mention in the report of investigation for infection. The causes for this long-term loosening cannot be determined.

Event description:
Revision of a quadra h stem for chronic instability 11 years and 6 months after primary. Also the head has been explanted. It is also reported problem of integration of the primary stem. Painful patient since primary surgery but very resistant to pain.